Manufacturer narrative:
Intuitive surgical inc. (Isi) field service engineer (fse) replaced the cfg unit to resolve the loss of image. Isi did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received.

Event description:
It was reported that prior to starting-post-anesthesia of a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported that the right eye of surgeon side console (ssc) 2 was black. No error was generated by system. Surgeon decides to use ssc1 to proceed with surgery and manage to complete without any further disruption. System restarted after surgery and issue was resolved. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis evaluation. The unit was analyzed the printed circuit assembly (pca) technician was unable to reproduce the failure report by installing this board into pca test system and ran 10 minutes sine cycle, 20 power cycles, and sitting idle for 5 days without any errors. Good video was seen on both eyes with no anomalies. The complaint was not confirmed based on failure analysis.